Manufacturer narrative:
Investigation is still ongoing. Investigation results will be reported in a follow up report.

Event description:
It was reported that: after switching on the device when user was still making the settings, the device switched off without alarm. The device could be switched on again via main switch. No injury reported.